Event description:
Rv-svc shock impedance >150ohm. Normal rv-can shock impedance, so svc was programmed out of shock configuration. No adverse patient events or surgical intervention was reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.